Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter with a bd 3ml syringe. The balloon latex was intact. Both of the distal and proximal windings were in good condition. The thru-lumen was patent and did not leak. Although the report of "balloon of this fogarty catheter was found torn" was not confirmed, the balloon would not inflate as the inflation lumen was found to be open at the catheter tip. An engineering evaluation task has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. It is common clinical practice to inspect all devices before use. If a lumen is found to be damaged before use, the clinician can change out the device with a minimal pre-procedural delay. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the balloon of the fogarty catheter was found to be torn before use and that missing pieces of latex had separated from the damaged balloon. There was no allegation of patient injury. Patient demographic information requested but unavailable.